Event description:
It was reported that a pacemaker exhibited an over current detection alert during a distribution inspection. No patient was involved.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous integrated circuit (ic) in the hybrid was found to be the cause of the high current drain and premature battery depletion.